Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited many auto mode switch episodes. Intermittent undersensing of atrial fibrillation caused the device to exit out of auto mode switch inappropriately and then shortly thereafter go back in to ams. The device was reprogrammed and the patient was stable throughout.